Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Additionally, a respiratory rate trend (rrt) signal was observed and a single high pacing impedance measurement of 1,039 ohms was observed. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed programming rrt off. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that this ICD and another manufacturer's ra lead exhibited four high out of range pacing impedance measurements greater than 2,000 ohms. All subsequent measurements were within normal limits at 400 ohms. Additionally, threshold measurements and sensing was appropriate. The physician will continue monitoring.